Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was not recognizing the controller ac adapter in one of the power ports. A different adapter was connected with the same issue. The adapter was connected to the other power port and was successfully recognized. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed the year was manually set to the year 2010. This is an additional finding not related to the reported event. A possible root cause of the observed recorded data points with year 2010 can be attributed to an incorrect date/time set up. Review of the controller log files also revealed data entries were recorded with an adapter was recognized by the controller when in use. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to properly communicate with test controller ac adapter on power port one (1), resulting in an erroneous battery indicator light to display on the controller. During functional testing, the controller would not sw itch from a test battery power source in power port two (2) to the test controller ac adapter in power port one (1). However, the controller was still able to receive power from the test controller ac adapter. Internal inspection did not reveal any anomalies. Supplemental testing revealed an open trace in the printed circuit board assembly within the adapter sense circuit, which is responsible for the communication in power port one (1) between the controller and a controller adapter. As a result, the reported event was confirmed. An internal investigation was initiated to address this issue. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to issues with assembly and/or manufacturing. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.